Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary rx stent was to be implanted within a patient's common bile duct on (B)(6), 2010. According to the complainant, the patient's anatomy was not tortuous and the duodenoscope was placed in the correct position in front of the papilla. During deployment, strong resistance was felt and the metal stent only deployed 2mm. The stent was reconstrained twice and deployment was attempted following each reconstrainment. After the third deployment attempt, the stent would not reconstrain and was removed from the duodenoscope partially deployed. There was no reported damage to any part of the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary rx stent was to be implanted within a patient's common bile duct on (B)(6), 2010. According to the complainant, the patient's anatomy was not tortuous and the duodenoscope was placed in the correct position in front of the papilla. During deployment, strong resistance was felt and the metal stent only deployed 2mm. The stent was reconstrained twice and deployment was attempted following each reconstrainment. After the third deployment attempt, the stent would not reconstrain and was removed from the duodenoscope partially deployed. There was no reported damage to any part of the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
(B)(4) (stent partially deployed). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 2 millimeters and the outer sheath was retracted 10 millimeters from the tip. The shaft was found to be kinked at the guidewire access port. A functional evaluation was performed, and during analysis when the distal handle was retracted, the inner lumen exited through the guidewire access port. The shaft was dissected proximal to the guidewire access port and the inner lumen and stent were withdrawn. It was noted that the inner lumen had broken at 146 millimeters proximal to the jacket and was stretched and folded back on itself at 42 millimeters and 85 millimeters proximal to the jacket. This type of damage is consistent with excessive tensile force having been applied to the shaft. Therefore, based on the condition of the returned device, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.